Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The current blood glucose was 200 mg/dl. The customer treated high blood glucose with injection shot. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to revert to backup plan. The insulin pump will be returned for analysis.